Manufacturer narrative:
The patient had experienced the debonding of two (2) crowns for teeth #30 and #31 approximately one (1) year after placement. The doctor reported that she noticed that the cement had changed colors. Upon the patient's return visit on (B)(6) 2014, the doctor re-cemented the crowns using the same product, without further incident. To date, the patient is doing fine. The product was not returned and no lot number or catalog number was provided; therefore, no evaluation can be conducted.

Event description:
A doctor's office alleged that two (2) patients had experienced discoloration of their restorations after placement with the breeze self-adhesive resin cement. This is the second of two (2) reports.